Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the insertion of our groshong PICC, faced resistance during attaching the connector. It was stated nurse tried 3-4 time until it worked. It was reported this occurred with four devices. This report addresses the fourth device.